Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The investigation is solely based on evaluation of provided ventilator logs and the additional information that was received. Te20005 alarms with sound and is displayed just as any other technical alarm. However, there is a short delay (15 to 30 seconds) before the alarm is activated in order to avoid false alarms. For this specific ventilator, the lack of audible alarm is not possible to determine the root cause for since we haven't inspected the ventilator. However, the loudspeaker is tested upon start up and if that would fail the buzzer (which is also tested during startup) would alarm. Nothing in the logs indicate a loudspeaker failure as a faulty loudspeaker would have been logged as technical error 28 in the logs. The logs show that for about 30 seconds there was an issue with the communication between the panel and the main unit. There are no indications in the logs to the cause of the problem. This could be caused by an intermittent connection on the panel cable. Note that such faults are not always easy to reproduce, and the cable may not show any faults when inspected. There are no indications in the logs that the ventilation has stopped. What can be seen is that there have been several high airway pressure alarms before the communication issue (and after the issue). This may be perceived as the ventilator has stopped. Excerpt from the logs: nothing in the logs indicates any fault in the control system in the ventilator. H3 other text: 4112.

Event description:
It was reported that the ventilator alarmed for high pressure. There was no patient harm reported. Manufacturer's ref. #: (B)(4).